Manufacturer narrative:
Concomitant product: pco2520x parietex pcox 25x20 cm x1 (lot# plk00158). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, discomfort, adhesions, and nausea. Post-operative patient treatment included hernia repair with mesh, component separation technique, bilateral myofascial advancement flaps, and removal of mesh.